Manufacturer narrative:
Per the tandem user guide: do not remove or add from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking at the septum. Customer stated their cgm read 'high'; reportedly the customer administered a manual insulin injection to address blood glucose level. Customer loaded a new cartridge to address the issue.